Event description:
During an egd with esophageal dilation, the end of the spring-tip metal guidewire broke off in the stomach. We were able to remove the piece without further incident/injury. A new wire was used to complete the procedure. FDA safety report ID# (B)(4).